Event description:
Alleged that one of the head siderails will not lock into position.

Manufacturer narrative:
The facility replaced the siderail to repair the bed. Mod 414 is a field corrective action to correct in-process defects that may cause the siderail to malfunction. This failure occurred following the correction of this unit.